Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.